Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of exit site abscess and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On unspecified dates in (B)(6) 2011, the patient experienced an exit site abscess and peritonitis. Treatment information was not reported. The patient was not hospitalized. On an unreported date in 2011, the patient recovered from the exit site abscess and peritonitis. Dianeal therapy was ongoing. The nurse reported that the events of exit site abscess and peritonitis were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd884445 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.